Event description:
During preparation for use for a cardiopulmonary bypass procedure, the gas delivery module could not be calibrated. An alternate gas mixer was employed. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned.